Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
We have been notified of a complaint involving an oscor 23 fr introducer (material #: (B)(4). A (B)(6) male was presented to the physician decompensated after recently receiving a stent. The decision was made to use impella rp for an acute myocardial infarction/cardiogenic shock procedure. The physician reported blood leaking from the introducer's valve after removing the dilator. No blood transfusion was required and the procedure was successfully completed when using a new 23 fr oscor introducer. There was no additional intervention or injury sustained as a result (no harm). The devices were discarded by the physician.

Manufacturer narrative:
The device was used for treatment. The device was not returned for evaluation, as it was discarded; as a result, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, the following controls are in place to mitigate the reported product issue. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections before shipping to the customer. Per procedure adelante s2s introducer sheath in-process and final inspection: 12. Final assembly inspect 100% for steps 12.2 and 12.3 12.2 visual inspection: with naked eye at a distance of 12" to 18", verify the assembled sheath matches the drawing. Ensure parts are free of kinks, cracks, splits, sinks, excessive flash, loose/embedded fm, or any other damages. Foreign matter (fm)/fiber is limited to 2 particles < 0.10 mm2 or 1 particle < 0.2 mm2 with naked eye at a distance of 12" to 18", verify the sheath hub and split caps are free of excess silicone oil applied between the seals during assembly. Verify split caps are properly placed and secured onto sheath hub and free of cracks/damages or excessive adhesive. 12.3 vacuum leak test perform pressure and vacuum leak test per procedure. The instructions for use (IFU) informs the user: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Indwelling introducer sheaths should be internally supported by a catheter, lead, or dilator. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. Never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.